Event description:
It was reported that the user experienced a high glucose event while using the ilet, with blood glucose elevated for approximately two hours before returning toward target; the cause was unclear. Investigation of this case revealed no device malfunction reported and no reproducible issue identified. No symptoms associated with hyperglycemia was reported. Outcomes included no medical intervention or hospitalization. It was concluded that the event was related to hyperglycemia with an undetermined cause and that the device function could not be conclusively implicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.